Event description:
Event description cpi received information that this bipolar lead was removed from service. Three hours after the implant the physician elected to replace the lead due to dislodgement. The lead was replaced with a screw-in type lead.